Event description:
It was reported the patient received the following results within 10 minutes: 591 mg/dl and 190 mg/dl on two different roche meters. The same vial of strips were used with both meters to obtain the readings of 591 mg/dl and 190 mg/dl.